Event description:
Patient had a single lumen groshong catheter via the right internal jugular vein. The nurse had drawn blood from the catheter without any problems and was flushing the catheter with saline. The central line ruptured with saline spurting out of small holes in the catheter. The catheter was repaired by the infusion specialist.